Manufacturer narrative:
The service evaluation found the forceps elevator at the distal end has foreign material. The customer¿s reported issues were confirmed as the forceps raising angle is below standard specifications due to a damaged elevator wire, the insertion tube is snaky, and the angle wires are stretched. Additionally, there is buckling and snaky universal cord, the bending section cover glue has a crack, the image guide protector has deformation, the color ring has a crack, the scope cover is dented, the image has linear scratches. The air/water nozzle is dented, the light guide lens and glue are chipped. There are scratches at the suction cylinder, and distal end cover. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the customer¿s evis exera ii duodeno-videoscope was returned to the service/repair center for a reported ¿elevator of the scope is not working, scope has wrinkles, angulation is low/has play during routine inspection. Upon inspecting and testing, the service evaluation found the forceps elevator at the distal end has foreign material. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and to correct g3 of the initial medwatch. Correction to g3 of the initial medwatch. The aware date should be 14-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. -buckling on connecting tube. -angulation is lower than standard. -snaky insertion tube. -due to damage on forceps elevator wire, forceps raising angle does not meet the standard value. -the bending section rubber glue has crack. -connecting tube is snaking. -image guide protector is deformation. -color ring has a crack. -suction cylinder has scratch. -the angle wires become stretched. -image has linear scratches. -water removal ability does not meet the standard value. -nozzle has dent. -light guide lens glue has a chip. -the device cover has scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was a possibility that the reprocessing steps recommended in the instructions was not performed completely due to the forceps elevator not working by breakage of the forceps elevator wire. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.